Event description:
The reporter stated the surgeon was inserting a cc4204a collamer aspheric single piece lens and noted the lens was torn before the lens went into the pt's eye. There was no pt contact. The back-up lens was implanted with no problem.

Manufacturer narrative:
(B) (4): eval results - (other) - a lens work order search was performed and no similar complaints were found within the work order. (B) (4).